Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of intractable spasticity and head/brain injury. It was reported that the patient needed a head magnetic resonance imaging(MRI) due to altered mental status. It was unknown if this was a sudden or gradual change in therapy/symptoms. The event date was noted as 2018. The patient was hospitalized. The hcp was a MRI technician and had limited information regarding patient's medical history. No further complication was reported. Additional information was received from a hcp. It was reported that there was no device issue; benign withdrawal was treated. There were no further complications reported at this time.